Event description:
It was reported that the catheter was placed into the pts subclavian vein and was being used. At 36 days after insertion, a leak was discovered on the catheter body near the injection hub. As a result, the catheter was exchanged. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.